Event description:
It was reported that the patient presented for an explant procedure. During the procedure, it was noted that the atrial lead was unable to be removed from the pacemaker's header. The atrial lead was eventually removed after removing a small particle that was preventing the hex wrench from engaging the set screw. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty removing the atrial lead from the header was confirmed. The device was at an elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was stripped and contained septum material inside the hex cavity. The cause of the reported event of difficulty removing the atrial lead from the header was isolated to the material in the hex cavity preventing full insertion of the torque driver. No other anomalies except for procedural damage.